Event description:
Reported noise seen on the rv channel in person when the patient lifts their left arm and seen on rv channel in hmsc recordings. The patient reports they had a bad fall around in february 2022. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.